Event description:
Pt reported pain and "creaking" sound of the knee. Intraoperatively, it was noted that there was metal wear to the patella and the polyethylene had completely worn off the proximal pole.